Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (6) six years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source error code (b30) communication error. The issue was found during preparation for use, however, the intended procedure was unknown. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. Additionally, evaluation found dust, high intensity mode was not working and there were brightness issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.